Manufacturer narrative:
Method: the involved device has been returned, decontaminated and forwarded on to the manufacturing facility in (B)(4) for evaluation. A supplemental follow-up report will be submitted when the evaluation results are available. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables, such as patient condition and/or various medications, which may have been related to the events observed during the procedure. Oxygenator use and performance under standardized conditions are addressed in the device labeling. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. As stated above, a supplemental follow-up report will be submitted when the returned sample evaluation results are available. (B)(4).

Event description:
The user facility reported experiencing decreased gas exchange during a cardiovascular bypass procedure. The user determined that it was not necessary to change out the oxygenator during the operation. However, as a precaution, supplementary ventilation of the patient's lungs was provided to assure adequate oxygenation. The case was reportedly completed successfully with no complications or injury to the patient. Follow up information from the user facility indicates that the patient is doing 'ok'.